Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion area was located in the severely calcified right superficial femoral artery. After a 6f non-bsc introducer sheath was inserted, the lesion was crossed with a 0.014 inch non-bsc guide wire. A 3 mm balloon was then advanced for dilatation. Consequently, further dilatation was performed with a 5.00 mm/2.0 cm/135 cm peripheral cutting balloon (pcb). However, during the first inflation at 6 atmospheres (atm) for 10 seconds, the balloon ruptured. The device was simply pulled out from the patient's body and dilatation was performed again with another 5-20 pcb. The procedure was completed after obtaining a sufficient dilatation at 6atm. No patient complications were reported and the patient's status was good.